Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 26 days ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate at the set speed limit. No other notable alarm was observed. The returned hm3 system controller was functionally tested without any issue. The controller was connected to a mock circulatory loop for an extended period of time without producing any alarms. The controller functioned as intended during the analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was receiving power cable disconnect alarms with low voltage on white lead only. The patient's controller was exchanged following troubleshooting for reported power cable disconnects and low voltage on their white lead only. No additional information provided.